Event description:
Dealer called stating that the facility, hospice, alleges that a patient was found with their head between the mattress and the bed rail, entrapment zone #3, on a 5410low bed. The patient's head was dislodged and ice was provided for a swollen eye. Injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 5410low, serial number/date code (B)(4) is approximately 1 year 5 months old. The owner's manual part number 1114836 rev f (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The patient is a male whose age, height and weight are unknown. The patient's preexisting medical condition states he is a hospice patient with dementia. The patient's stability and medication regimen are unknown. The patient's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.